Manufacturer narrative:
It was reported, that the ventilator shut off unintendedly. There was no patient harm. The customer stated that unit kept shutting off. The field service engineer found that a small leak on the standby valve was causing the compressor to go in and out of standby intermittently and causing high o2 concentration ventilator alarms. The standby valve was replaced. The compressor was returned to the customer after passed functional, electrical and safety tests. A compressor that repeatedly goes to standby may not deliver enough air to the connected ventilator. If this occurs, alarms for low air supply pressure and high o2 concentration may appear. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. The conclusion is that the compressor went into unintended standby due to a small leak on the standby valve.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported, that the ventilator shut off unintendedly. There was no patient harm. Manufacturer ref. #: (B)(4).